Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of more than 700 mg/dl. It was reported that the customer was hospitalized for high blood glucose levels. The customer reported being off the insulin pump two days prior to the hospitalization. No additional information was provided.